Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0vcxq, implanted: (B)(6) 2015, product type lead. Product ID 3389s-40, lot# va0vcxq, implanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-mar-2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 23-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the patient in the last few weeks noticed when feeling the left side of their head that it felt like a lead cap was broken, and there was also a small dent near the face. The patient was redirected to hcp.